Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2015; addrl1 device, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an elevated pacing threshold. The physician increased the ventricular pacing amplitude and the rv lead remains in use. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.